Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the customer's dog was diabetic and was given an insulin injection. The tip of the needle felt a little soft. When the needle was soft, the needle tip was slightly slanted. On rare occasions, the core of the needle tip appeared jagged and slightly black, perhaps because the storage method was not appropriate. It also felt rusty, probably because the ice packs for insulin preparations were kept in the same bag.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the customer's dog was diabetic and was given an insulin injection. The tip of the needle felt a little soft. When the needle was soft, the needle tip was slightly slanted. On rare occasions, the core of the needle tip appeared jagged and slightly black, perhaps because the storage method was not appropriate. It also felt rusty, probably because the ice packs for insulin preparations were kept in the same bag.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.